Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was confirmed that the device produced heat and vibration. The assignable root cause resulting from failures identified during evaluation was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device produced vibration, excessive noise, heat, had 360 degree rotation, foreign substance/debris/cleaning/sterilization and illegible labeling etch. It was further determined that the device failed pretest for visual assessment, noise assessment: and handpiece temperature assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.